Event description:
The consumer was using the rollator when the bolt on the front wheel broke, causing consumer to fall to the floor. Consumer allegedly sustained bruises and stitches in their right ear.